Manufacturer narrative:
As reported, proper hemostasis was not achieved after a 5f mynx control vascular closure device (vcd) was removed from the patient's body. Hemostasis was achieved by manual compression for less than 30 minutes and the patient recovered. There was no reported patient injury. The procedure used a retrograde approach. A 5f non-cordis sheath was used. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery. There was no visible damage to the sheath or distal end of the sheath after removal. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. The stick location was the common femoral artery (cfa). There was no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. There was no damage to the device prior to opening the package. The device was stored and prepared according to the instructions for use (IFU). The user was trained to the device. Additional information was requested but not provided. A non-sterile 5f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that both button 1 and button 2 were fully depressed, and the stopcock was found in the open position. The sealant was not present as expected due to the activation of the deployment system by the depression of both buttons. Additionally, neither the syringe nor the procedural sheath used were returned with the device. No additional anomalies were observed during this analysis. No functional test could be performed as the unit was already deployed. The reported event of ¿sealant-inability to achieve hemostasis¿ was not confirmed through analysis of the returned device due to the nature of the complaint and there were no issues noted. The exact cause of the issue experienced by the customer could not be determined during analysis. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and is frequently related to stick technique, anticoagulation, blood pressure, adequate device/sheath removal technique, and proper placement of the sealant at the arteriotomy. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the inability to achieve hemostasis event reported since the device was returned in a condition that suggests a complete deployment of the device with no damages/anomalies noted that could have attributed to the reported failure. However, access site factors, pharmacological factors and/or handling factors of the device are possible. As stated in the IFU, which is not intended as a mitigation, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, proper hemostasis was not achieved after a 5f mynx control vascular closure device (vcd) was removed from the patient's body. Hemostasis was achieved by manual compression for less than 30 minutes and the patient recovered. There was no reported patient injury. The procedure used a retrograde approach. A 5f non-cordis sheath was used. There was no prior pta, stent, or vascular graft in the common femoral artery.there was no visible damage to the sheath or distal end of the sheath after removal. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. The stick location was the common femoral artery (cfa). There was no presence of pvd / calcium in the vicinity of the puncture site. There was no damage to the device prior to opening the package. The device was stored and prepared according to the instructions for use (IFU). The user is trained to the device. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.